Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility registered nurse (rn) reported to fresenius that a blood leak occurred with the fresenius combiset bloodlines during a patient's hemodialysis (hd) treatment. Additional information was provided upon follow-up. The patient was approximately one hour into hemodialysis (hd) treatment when the biomedical technician (biomed) visually observed blood at the base of the 2008t machine. There were no machine alarms received. A slit was identified in the tubing of the fresenius bloodlines located at the blood pump segment. The rn stated the blood pump was examined following the event and all four pins and associated rollers were intact. The rn confirmed there were no issues with the bloodlines prior to this issue. There was no defect or damage identified prior to this event. The patient's total estimated blood loss (ebl) was approximately 300 ml. There was no patient injury and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new bloodlines on the same machine (with the same fresenius dialyzer).the complaint sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported to fresenius that a blood leak occurred with the fresenius combiset bloodlines during a patient's hemodialysis (hd) treatment. Additional information was provided upon follow-up. The patient was approximately one hour into hemodialysis (hd) treatment when the biomedical technician (biomed) visually observed blood at the base of the 2008t machine. There were no machine alarms received. A slit was identified in the tubing of the fresenius bloodlines located at the blood pump segment. The rn stated the blood pump was examined following the event and all four pins and associated rollers were intact. The rn confirmed there were no issues with the bloodlines prior to this issue. There was no defect or damage identified prior to this event. The patient's total estimated blood loss (ebl) was approximately 300 ml. There was no patient injury and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new bloodlines on the same machine (with the same fresenius dialyzer).the complaint sample is available to be returned to the manufacturer for physical evaluation.